Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with separate case. During the evaluation of the device, foreign material in light guide lens and corrosion in auxiliary water inlet was observed. The service repair technician indicated that the most likely cause of the foreign material in light guide lens was not established and corrosion in auxiliary water inlet was due to component failure. There was no patient involvement.